Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735585, serial/lot #: (B)(6) ; product ID: 9733763, serial/lot #: (B)(6); product ID: 9735585, serial/lot #: (B)(6); product ID: 9735585, serial/lot #: (B)(6). H3: a software analysis was initiated. The reported behavior was observed during in-house testing. As per the case details, the user tampered with the tool file, and the sw was not allowing the user to enable the trajectory views if the current probe behavior is ¿ no_projection¿. The projection behavior is related to the tool itself hence, tampering the tool file will impact the original software behavior. There is no indication that a software anomaly contributed to the reported behavior. Software appears to be working as designed. This regulatory report is being submitted due to a retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that while doing execution of vv-06363 on the navigation system, it was found out the issue in navigation of guidance view if user is trying to tamper toolsdb file. Observed behavior: for blunt passive planar navigation was shown in orthogonal views only. All other views were blank.  Steps performed: in the navigate task, open 'control panel'. Click on 'view settings'. +'view settings' button expands. In preset 3, select 6 up view. Change 5 of the windows to the following views by clicking on the view name located on the top left of each window. Trajectory 1, trajectory 2, probe's eye, guidance and look ahead and then select the "set" button to store preset 3. +views are displayed in changed windows *select the select projection button, select show as cylinder, and select the navigate projection radio button. Navigate a verified blunt tip pointer. +the blunt tip pointer shows an instrument projection + the select projection button is enabled *open a linux window. Re-mount the tools database using the following commands to be able to edit a tool file to make projections disabled. 1) become a root user using "su" and the root password. 2) type " mount ¿o remount,rw /sr/tools_db." 3) open the tool file in /sr/tools_db/def/probe using "jot [probe file name]" for the blunt tip probe (960-556) and add "no_projection" to the "behavior" line and save the changes. 4) reboot the application to implement the changes. Then, proceed to the navigate task. Navigate a verified blunt tip pointer in preset 3. +the tip of the blunt tip pointer is tracked on the orthogonal view (i.e. 6th view) and no instrument projection is displayed. +the select projection button is disabled and not available for selection environments covered to reproduced issue: app version 3.1.1, 3.1.4, 3.0, 2.2.9exams covered: resinhead andresinheadnonlpsoblique. There was no patient involvement.